Manufacturer narrative:
Investigation: customer returned three (3) used 32g x 4mm bd pen needles. Consumer reported needle clog during injection. All three samples were examined, and it was observed that all three had bent non-patient end (npe) cannulas. No evidence of manufacturing defects were observed on the samples. The bent npe cannulas would be that cause for no flow through the pen needles, hence the customer would think the pen needles were clogged, as reported. As all three samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle clogged during the injection and failed to deliver insulin. Additionally, it was reported that the consumer did not prime the needle beforehand. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the insulin does not come through the needles. Does not prime, does not re-use. Problem occurred about 2 months ago."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle clogged during the injection and failed to deliver insulin. Additionally, it was reported that the consumer did not prime the needle beforehand. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the insulin does not come through the needles. Does not prime, does not re-use. Problem occurred about 2 months ago."